Event description:
Procedure type: ventral hernia repair. According to the reporter: during the case, three units in a row were hooked up and each handle did not work properly. The units made a noise and were not cutting properly. A different type device was opened and it worked correctly.

Manufacturer narrative:
(B)(4).